Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that vvi mode via the remote monitor showed high thresholds; however during in-clinic visit, the thresholds were ok. Reprogramming was completed, thresholds will be monitored and the lead remains in use. No patient complication shave been reported as a result of this event.